Manufacturer narrative:
Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2019, the patient underwent a left knee revision due to loosening. The surgeon reported the tibial component was completely loose and there was no adhesion of the cement to the back of the tibia at the tibial tray/cement interface. He noted the femoral component came off with no bone loss which could indicated microscopic loosening. The surgeon noted some metal debris within the synovial lining evidence of some metal against the cement motion leading to some metal within the synovium, reactive synovitis. The surgeon did not comment on the patella, it is unknown if it was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2019, (left knee).